Manufacturer narrative:
Product analysis: 4922050 lot# 60hp visual and optical inspection revealed the threads of the cage have been damaged. The edges have been deformed and stripped. This type of damage is consistent with misalignment and torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding an event that occurred during insertion of cage into l4/5 of a patient diagnosed with spinal canal stenosis. It was reported that connection between inserter and cage loosened. Delay in the surgery was of less than 60 minutes. Product return was requested and it was replaced with a medtronic product. No patient injury / complication was reported.